Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 800 mg/dl while wearing the pod for longer than 48 hours. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was diagnosed with dka as well as a urinary tract infection and a possible heart attack. The patient had a computed tomography scan and tests administered. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 5 days.